Manufacturer narrative:
Model number: balloon: 72400024. Pump: 72404127. Serial number: balloon: (B)(4). Pump: (B)(4). Catalog number: balloon: 72400024. Pump: 72404127. UDI number: balloon: (B)(4). Pump: (B)(4) expiration date: balloon: 04/12/2019. Pump: 04/28/2015. Manufacture date: balloon: 04/25/2014. Pump: 05/16/2014. Implant date: balloon: (B)(6) 2014. Pump: (B)(6) 2014.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system was replaced. The patient was healing. Additional information reported revealed that the patient's incontinence returned five months prior to the replacement. There was no device malfunction. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127. Serial number: (B)(4). Catalog number: balloon: 72400024, pump: 72404127. UDI number: (B)(4). Expiration date: balloon: 04/12/2019, pump: 04/28/2015. Manufacture date: balloon: 04/25/2014, pump: 05/16/2014. Implant date: balloon: (B)(6) 2014, pump: (B)(6) 2014.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system was replaced. The patient was healing. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.